Event description:
It was reported that the patient implanted with this artificial urinary sphincter experienced recurring incontinence. The physician suspected there was not enough pressure in the cuff to fully coapt the urethra. A surgical procedure was performed during which the existing balloon component was explanted and replaced with one of a higher pressure. No further patient complications were reported.